Event description:
Customer reported issues with a malfunctioning insulin pump. Additionally, the touchscreen was unresponsive, causing interruptions during insulin bolus attempts, requiring restarts. There were no reports of adverse impacts on the customer's blood glucose level. The customer declined further troubleshooting.